Manufacturer narrative:
Product complaint # (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Please give a detailed explanation of the event: the teeth on the torque driver stripped as the surgeon was final tightening as per the surgical technique. Did the event happen during a procedure? Yes; were you in the procedure at the time of the event? No; was the product being used in a clinical trial? No; event outcome/how was it managed? Another kit was opened; was there a patient impact or was the procedure extended greater than 30 minutes due to the failure? No; has the reporter facility indicated there may be legal action? No; is the product available for return? Yes.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Concomitant medical products, device evaluated by MFR: corrected. Event problem and evaluation codes: additional. Device was not returned for evaluation. However, a photo was provided which revealed the distal tip was stripped. Noted damage indicates that the stripping occurred in the direction of tightening. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the x20 final tightener¿s distal tip becoming stripped cannot be positively determined. However, per photo observations it is suggested that the distal tip of the final tightener was subjected to unanticipated torsional forces during the tightening process, resulting in the distal tip of the final tightener becoming stripped. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.